Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a replacement surgery. During the procedure, the existing pump and cylinders were removed but the reservoir was drained and retained; a new ipp was implanted. Upon explant, fluid loss was noted due to hole in the left cylinder tubing. There were no patient complications reported.